Event description:
The customer reported the system's image intermittently failed to display. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply2 was replaced. Also, the ccd camera was aligned. The system was then found to be working as intended.